Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal anastomosis on a laparoscopic low rectal procedure, the device was unable to close. Another device was used to complete the case. There was no patient injury.